Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 320 alarms which were reproduced. System error 320 alarms were verified through a review of the event history log and found to be caused by loose upper and lower link screws. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 (latch switch error) alarm during therapy (medication, dose, volume, and rate unknown). The customer reported the system error interrupted the infusion. The device was swapped out to continue the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.